Event description:
It was reported that there was an infection at the site of the implanted insertable cardiac monitor (icm) device. The physician chose to explant and replace the icm device to continue monitoring. The device is not expected to be returned. No additional adverse patient effects were reported.